Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail reusable laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, a spark occurred between the laser aperture and fiber connecting part when they tried to use it. After that, the fiber did not work anymore. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed